Event description:
Reporter indicated that a vns pt has requested that her vns therapy system be explanted. The pt reported that " the device has been off fort the last two weeks and her depression has been resolved." Good faith attempts for additional info have been unsuccessfull to date.